Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh (x2) on (B)(6) 2019. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh (x2) on (B)(6) 2019. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of bard 3dmax mesh (device #1 ¿ right side and, device #2 ¿ left side). Per operative notes, ¿the right-side and left side inguinal hernia sacs were dissected. Bard 3dmax mesh (device #1) was placed and fixed with sorba-fix tackers. And on left side 3dmax mesh (device #2) was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with recurrent right indirect inguinal hernia thereby underwent open repair with implant of bard perfix plug (device #3). Per operative notes, ¿indirect inguinal hernia sac was completely reduced. Inguinal ring and the posterior wall was repaired with extra-large size bard perfix plug (device #3) and secure it with suture.¿